Event description:
It was reported that the pt will have his neurostimulator and leads removed because of infection. He was informed that the physician called the "cdc" and was told they "don't give antibiotics until the stimulator is removed". The pt also experienced a loss of therapeutic effect and has not rec'd pain relief since the last lead revision in 2008 where the physician had placed the lead "closure to the outer edge" of the incision. The pt believed that this is what may have caused the problem. He was at home in fair condition and was re-directed to his healthcare professional. Further info was requested.

Manufacturer narrative:
(B) (4).